Event description:
During the atrial fibrillation procedure, the tip of the catheter was noted to be fractured. The catheter was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex catheter was received for evaluation. Visual inspection revealed the catheter shaft was found to be bent proximal to the distal tip. No fracture was noted on the returned device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device damage remains unknown.